Manufacturer narrative:
This report is submitted on august 29, 2018. Registration number (B)(4).

Event description:
Per the clinic, the patient underwent revision surgery to explant the device (date not reported). The patient was not reimplanted with a new device.